Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor tips broke during insertion. Surgeon stated "usual" pressure used. There was no back up device available to complete the procedure. No delay or patient injuries reported.

Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive investigation and conclusions were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: non-compliance or deviation from technique driven instructions. Alternate prep method or instruments used. Incomplete anchor insertion. Loss of or lack of axial alignment. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
Correction: product code is mbi.